Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections h6 (type of investigation, investigating findings, & investigation conclusions) and h10 (related report numbers). Investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Information from ae regulatory system: after using the product to inject insulin, the nurse followed the instructions (the sixth operating step: put on the outer cover, unscrew the used needle and discard it into collection box) to remove the needle from injection pen. As a result, the needle cannot be removed properly, the nurse had to rotate the hub with bare hands to remove the needle from injection pen, which brought serious risks of needle stick injuries. Ae report no. (B)(4). Call center contacted customer to acquire the information: the information reported in the ae regulatory system exists. In addition, customer supplemented information: similar situations often occurred with micro-fine needles, the exact quantity could not be provided, but the proportion is about 2-5¿, customer did not know the problem was caused by the outer cover or needle hub. Customer asked whether needle needs exhaust air out before each injection, call center informed that needles need to be exhausted the air out before each injection. The customer request us to instruct how to exhaust air out and remove needle on site. Material code: 329490. No photos taken, no samples retained, and no customer response is needed. Sample availability: no. Sample availability details: no sample available.